Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. Unit received with noisy motor during rewind due to faulty motor. Motor was tested outside the device and passed. No unexpected ticking sound noted and no air bubbles noted during testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 500mg/dl. Customer treated with manual injection. The customer stated that their insulin pump is making a ticking sound when she is running the 5 units of insulin. It was also reported that the customer had air bubble in their reservoir. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.